Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 400 mg/dl, 150 mg/dl, and 150 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.